Event description:
Additional information was received indicating testing was completed in bipolar with acceptable results. The lead was left in bipolar and the patient was scheduled for follow-up at a later date. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an out of range pacing impedance measurement. When in unipolar, noise was noted on the lead. In bipolar, no noise was observed and impedance measurements were 436 ohms. Technical services discussed troubleshooting in both polarities. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.